Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low". Cause was not known. Customer consumed carbohydrates to address bg. A system check was performed, and it was found that the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.